Event description:
Procedure type: sigmoid resection. According to the reporter: the device was fired and upon visual inspection, appeared to have formed a complete anastomosis. Two complete donuts were formed with the distal donut remaining lodged in the barrel of the instrument. A surgical instrument was used to remove the donut for the device for visual inspection. A leak was found during a leak test with a sigmoidoscope. Over-sewing was done at the anastomotic staple line and an ileostomy was set up as a result.